Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The us complainant reported the 72-year-old male patient with impella cp for cp for mechanical circulatory support, experienced suction events and placement alarms. The device was found to be in a shallow position, the device was advanced and suction flow increased from 2.6 to 3.0 at p6. When attempts were made to increase the level of support to p8, there was a substantial suction event with stark drops in the diastolic numbers beyond -40mm/hg. Patient responded well to the dobutamine, and so impella cp was removed and a clot was observed on the outlet of the impella.

Manufacturer narrative:
The investigation into the reported positioning issue, low pump flow and thrombus has been completed since the original report was filed. The product was not returned for investigation, and data logs were not provided for the last day of support. According to clinical details, the cause of the positioning issue was most likely use related. The cause of the low pump flow issue was most likely biomaterial, based on given clinical information. Correction : the medical device problem code in section h6, was inadvertently left out in the initial report which has been updated in this report.